Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Troubleshooting was performed. Customer's blood glucose was unknown at the time of the incident. It was reported that the connection with reservoir compartment was broken and the ring was missing. Also, the back of the insulin pump case was cracked. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error (B)(4) alarm noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Reservoir unable to lock into place due to missing reservoir retainer. Unit was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked battery tube threads, cracked case along the side of the battery tube and faded serial number label.